Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 160130 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 160130 and device part number 195-430wl / lot 153061. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160130 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The user reported conflicting result with the binaxnow covid-19 ag self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user states that the initial covid test (unknown test type) performed on (B)(6) 2021 generated positive results. Repeat testing with binaxnow covid-19 ag self test performed on (B)(6) 2021 generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.